Manufacturer narrative:
Additional MDR's related to this event: MDR 3025141-2016-00087: screws.

Event description:
A total wrist fusion plate was implanted. Post-operatively, the distal screws broke. The plate and the screws were explanted.